Event description:
It was reported that the patient¿s spouse contacted support via email to report issues with cartridges from specific boxes. The concern described was that some cartridges were leaking despite careful handling, including maintaining appropriate temperature and avoiding overfilling. The leaking cartridges were associated with elevated blood glucose levels, which prompted the patient to perform checks to identify the issue. Upon discovering a leak, the patient replaced the cartridge and ensured the infusion site was dry before continuing therapy. The highest reported blood glucose level during the events was elevated and remained out of range for approximately one and a half to two hours. Blood glucose levels were corrected by changing the cartridge, after which values decreased. The device alerted for high blood glucose, no outside assistance or medical intervention was required, and the patient reported feeling unwell during the event. Replacement cartridge supplies were arranged to be sent to the patient. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.